Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m121302 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m121302, test base part number 190-430 / lot m121302. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot (m121302) based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported false positive results with the ID now covid-19 assay during routine testing. The patient tested positive on (B)(6) 2020 using lot m121302. Direct tested nasal kitted swabs were used for nasal sample collections. Both nostrils were swabbed. Samples were tested immediately after collection using the direct method. The first confirmatory testing was collected on an np swab with utm on (B)(6) 2020 using sars-cov-2 by filmarray respiratory panel 2.1, and the result was not detected (CT na). Repeat ID now testing occurred on (B)(6) 2020 producing negative results. The 2nd confirmatory testing was conducted at the same time as the ID now sample on (B)(6) 2020 using sars-cov-2 by filmarray respiratory panel 2.1. The result was not detected (CT na). Sample type tested: np swab + utm. The patient was asymptomatic. The customer confirmed that the patient had a delayed transfer to ltc due to test results. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.